Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is 62 inches in height. An event regarding crack/fracture involving a dall mile cable was reported. The event was confirmed. Visual inspection of the returned 2.0mm dall miles cable and grip plate was performed. The cable was examined with the aid of a stereomicroscope at magnifications up to (B)(4). There are many locations of the cable where the cable has been cut. Some of the wires of one of the strands of the dall miles cable broke from an overload condition in a ductile manner during tightening. Most of the stands of the cable were cut by a tool. (B)(4). No material or manufacturing defects were observed during this examination. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the breakage of the cable is likely due to an overload condition in a ductile manner during tightening . However, no material or manufacturing defects were observed on any of the surfaces examined.

Event description:
It was reported that the cable broke as it was tightened through the grip plate. Another cable was implanted. No adverse consequence was reported.

Event description:
It was reported that the cable broke as it was tightened through the grip plate. Another cable was implanted. No adverse consequence was reported.